Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed. The customer was disconnected when priming the insulin pump. The customer's spouse does not think that the customer's glucometer is reading his blood glucose correctly. The history files on the insulin pump revealed a 25 unit bolus that the customer's wife stated was not programmed. The customer's wife was advised to have the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.